Manufacturer narrative:
Adapter, cvl, 10ml bd syringe ref (B)(4), lot 6050865, exp (B)(6) 2019, 0.9% sodium chloride injection, therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the syringe tubing leaked at the smartsite valve and tubing connection during an azacitidine infusion into a central venous catheter. There was no patient harm.

Manufacturer narrative:
The customer¿s report of syringe tubing leaked at the smartsite valve and tubing connection was confirmed. Functional testing observed leaking at the connection between the concomitant 2000e adapter and the female luer on the suspect extension set. Pressure testing further confirmed leaking at the connection between the 2000e adapter and female luer of the suspect extension set. Dimensional testing was performed on the 2000e adapter and the female luer of the suspect extension set. All dimensions were within specifications. No stress/ tool marks were observed during visual inspection. The 2000e adapter was reconnected to the bd phaseal injector and the female luer of the suspect extension set with a fully tightened connection. No leaks were observed at the connection between the concomitant 2000e adapter and the female luer on the suspect extension set. The extension set and connected components were again pressure tested. No leaks were observed at the connection between the concomitant 2000e adapter and the female luer on the suspect extension set. The probable cause was due to the connection between the 2000e adapter and the female luer on the suspect extension set not being completely tightened.